Manufacturer narrative:
Terumo did receive the actual device; visual inspection noted dents on rod and eyepiece, and minor scratches on the endoscope. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). The device IFU states to check the image quality before and after each use to check for signs of damage. If image is unacceptable, contact terumo cvs customer service for assistance. All available info has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the endoscope was blurry. The product was changed out. The surgery was completed successfully.